Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a plastic part of the synchroseal instrument fell inside the patient. The customer was able to retrieve the fragment during the same procedure. The customer used an unspecified backup instrument to continue completing the procedure as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .